Manufacturer narrative:
The reported complaint of tcmid:06 (ce post failure) error message on the thermogard xp ivtm system ((B)(4)) was confirmed during power on and event logs review but not mid:08 (post stuck key). During functional testing, the cooling engine (ce) heater resistance was found to be out of specification. It was determined that the root cause of error tcmid:06 was due to defective ce heater. To remedy the issue, the thermogard console's ce heater was replaced. The system was tested and as expected, it passed all functional tests and ready for therapy use. During visual inspection, a broken hook for the saline bag and damaged front cover were observed. The broken and damaged parts identified were replaced as a result of wear and tear. These issues were not related to the reported complaint. The thermogard xp ivtm system is a reusable device and was manufactured in december 2012. The device has been operating for nearly 6 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to error message tcmid:06 (ce post failure) displayed upon console power on. During archive review, error message tcmid:06 (ce post failure) was identified on the date when the issue occurred in the event logs. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system ((B)(4)) prompted mid:08 (post stuck key) and then followed by displaying tcmid:06 (ce post failure) error codes. User did several console restart to clear the error codes but was unsuccessful. No patient involvement.